Event description:
A literature article (furlan jc et al. Use of osteogenic protein-1 in pts at high risk for spinal pseudoarthrosis: a prospective cohort study assessing safety, health-related quality of life, and radiographic fusion. J neurosurg spine 2007; 7:486-495) contained a report of a male who experienced a recurrence of myelopathy with imaging evidence of erosion of the distal lamina at c3-c4 secondary to occipito-cervical fixation hardware after receiving op-1 putty for cervical spinal fusion. His pre-operative diagnosis included a c1 arch fracture and posteriorly displaced c2 dens fracture, non-united odontoid fracture with some retrolisthesis of the facet joint at c1-c2, and avascular necrosis of the odontoid fracture (previous history of non-unions after varioius osseous injuries). The patient received 2 units of op-1 putty combined with autologous bone, which was placed in the posterolateral gutters. There were no documented symptoms or abnormal clinical findings upon physical examination. Treatment included revision of the distal hardware. An outcome was not provided. The authors concluded that there were no apparent adverse effects related to the use of op-1 putty. Additional info has been requested.

Manufacturer narrative:
Seq no: 1. Author: furlan jc et al. Journal title: journal of neurosurgery: spine. Year: 2007. Edition: volume 7. Page number: from 486 to 495. Article title: use of osteogenic protein-1 in pts at high risk for spinal pseudoarthrosis: a prospective cohort study assessing safety, health-related quality of life, and radiographic fusion.